Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had motor arm cannot communicate with the main arm error and the critical block and inverse critical block did not add to zero error alarms when delivery stopped. The customer blood glucose level was 252 mg/dl and treated it with manual injection. It was also reported that they received absence of insulin flow blocked alarm. The insulin pump will not be returned for analysis.